Event description:
Hospital was using a skytron 3500 surgical table with a steris armboard. After being prepared for surgery, the table top was moved to the lowest position and tilted with the patient head down and to the left. This puts the arm board about knee high off the floor. For this surgery, a da vinci surgical system was being used. A nurse usually sits next to table to assist with anything that may need to be moved or adjusted. This would put the nurse between the arm board and the da vinci system. At the end of the surgery, after the da vinci system was moved and patient was being undraped and prepared for transport they noticed the patients armboard had came loose from the table. Patient sustained a brachial plexus injury.

Event description:
The user facility reported that no additional information on the status of the patient was available.

Manufacturer narrative:
After receiving notification of the event, a steris technician was dispatched to the facility to perform an inspection. His investigation determined that the hospital did not remove the board from use after the event and continued to use it for several days. The hospital was unable to provide the event armboard, but did locate two armboards that may have been involved. The serial number tag was missing, the armboards showed signs of wear at the locking mechanism. The facility maintains the armboards and could not provide an inspection or maintenance schedule. The hospital would not release the armboards to steris for evaluation at the manufacturing plant. The armboards did have the proper warning labels, which includes warnings to check the device for damage and wear prior to each use. In addition, users are instructed that steris's accessories are for use with steris tables. In this event, the facility applied the steris armboard to a skytron table, in spite of this warning. Per the technician, there is about a 1/4" gap that exists on the skytron table, that is not present on steris tables. It is also worth mentioning that the nurse was sitting between the da vinci system and the armboard. Accidental contact may have led to the armboard becoming detached.